Event description:
It was reported that during a lap appendicitis, some staples of the distal part were not deployed at the first firing. Additional suture was performed to complete the case. No bleeding and complication which were related to the incident was confirmed. Other staples were formed properly. The thickness of the target tissue was regular. There was no unexpected resistance in firing. There were no adverse consequences to the patient. The cartridge color was blue.

Manufacturer narrative:
(B)(4). Additional followup: on what tissue type was the device used? At what location on the tissue?---appendico. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? ---no. If so, which product? Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. The analysis results found that the 6tb45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.